Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks. It was reported that when the ac power cord was plugged into an ac power, the nurse noted sparks on the ac power cord where the plug connects to the device. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse effects to the patient or to the nurse and no reported delay of critical therapy to the patient. No additional information was provided.